Event description:
A malfunction alarm labeled as malf 12 was reported, with the customer experiencing at least three occurrences of the issue on the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued using the current pump while awaiting a replacement with updated software, advised by technical support. Instructions were given on handling the replacement process, including storage mode and return protocol, which the customer understood and acknowledged.